Event description:
A malfunction was reported on a customer's insulin pump after it was used in a bathtub. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.